Manufacturer narrative:
Data log received determined the device was working according to specifications and to patient's settings. Patient confirmed device alarmed at settings.

Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.